Event description:
It was reported that the touch screen has stopped functioning and the pump will not turn on even when plugged into a power source. The pump alarms only a couple of times every few minutes.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.